Event description:
It was reported the programmer did not start up. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer did not start up. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4): analysis confirmed the reported event, the printed circuit board was out of electrical specification. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).